Event description:
Manufacturer ref. #: (B)(4).

Manufacturer narrative:
The ventilator was investigated on site and the inspiratory pressure transducer printed circuit (pc) board was replaced and returned for investigation. The received test log confirmed the reported failure and revealed that the event date is (B)(6) 2019. Visual inspection was performed in our lab for the received inspiratory pressure transducer pc board and the inspection did revealed foreign material inside the pressure sensor hole. The reported failure could be reproduced during pre-use check test when the received inspiratory pressure transducer pc board was tested in a test ventilator system. The conclusion is that the reported internal leakage test failure was due to defective pressure sensor transducer.

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).